Event description:
It is reported that the surgeon was not able to insert the 75mm drop down stem into the tibia plate. The surgery was completed with the 45mm drop down stem.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.